Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain in the right (od (ocular dexter)) when moving it and irritated post treatment. This started upon waking up the morning of (B)(6) 2018. The topical steroid dosage was increased and a bandage contact lens (bcl) was placed. It was stated that the patient had no loss of best corrected visual acuity (bcva) however, the post-operative refraction chart showed loss of bcva. The patient complained of blur and irritation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/25 5.25 x -2.25 x 160; left eye pre-op 20/25 4.75 x -2.25 x 9. Bcva from (B)(6) 2018: right eye pre-op 20/30 ; left eye pre-op 20/20.

Manufacturer narrative:
Correction: manufacturing site reported that the manufacturing date is 2008 (only year was provided). Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.